Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving baclofen [2000 mcg/ml] at a dose of 800 mcg/day via an implantable pump for an unknown indication for use. It was reported on (B)(6) 2018 that there was a suspected pump overinfusion. The physician referred that at the last pump refill they had found the pump reservoir empty. The patient experienced increased flaccidity and dizziness. The physician programmed a lower daily dose and planned the pump replacement. There were no known environmental/external/patient factors that may have led or contributed to the issue. Pump interrogation was performed but there were no error messages. At the time of the report the issue was not resolved and the patient status was "alive - no injury." The patient gender, age, weight, and medical history were asked but would not be made available. Additional information was received on (B)(6) 2018. It was reported that the pump would be returned for analysis after being held at the hospital pharmacy due to internal procedure. The expected volume (in ml) at the reported last pump refill where the physician found the pump reservoir empty was not available; however, images of the pump status included with the report showed that on (B)(6) 2018 the pump volume would be 23.2 ml based on programming. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that information related to the refill history of expected and actual residual volumes was not available. It was also noted that generic baclofen formulation was used with the pump, concentration not available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis identified overinfusion of an undetermined root cause. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.